Event description:
The customer reported that on 3/5/98 vasoseal was used following a ptca procedure. A large hematoma developed. A 5 lb. Sandbag was applied. The following day an arterial flow study was done which revealed a pseudo. It was successfully compressed with ultrasound.